Event description:
Bayer case number:(B)(6) medical device removal [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Concurrent conditions were listed as adenomyosis, pelvic pain female and dyspareunia. On an unknown date, the patient had essure inserted. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 13-feb-2024: specimen received: uterus, cervix, left fallopian tube and ovary and right fallopian tube final pathologic diagnosis: uterus, cervix, left ovary and bilateral fallopian tubes, total hysterectomy: - inactive endometrium with endometrial polyp, myometrium with adenomyosis. - left ovary with age-related changes. - unremarkable cervix. - bilateral unremarkable fallopian tube. Gross description: received "uterus, cervix, left fallopian tube and ovary, right fallopian tube" is a 63 g total hysterectomy specimen including attached left adnexa and right fallopian tube. Uterus with cervix measures 7.0 x 4.4 x 3.2 cm. Serosa is smooth and congested. The 3 cm diameter cervix has completely visible squamocolumnar junction and a central patent 0.3 cm diameter os. The 2.2 x 2.0 cm endometrial cavity is significant for a 2.0 x 1.2 x 0.5 cm soft pink polyp at the right cornu. Surrounding endometrium is pink and flat. The lower uterine segment is significant for essure wire with one end free. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.